Manufacturer narrative:
One used and one used device were returned for evaluation. As received, a tear and seal collapsed on the used sample was observed, no additional damage beside the mentioned was observed. The new tego was leak and vacuum tested and passed all the test. Complaint can be confirmed, based on the tear and seal collapsed on the used tego. The probable cause of tego connector showed an air leakage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector where the customer reported that during dialysis, on a child, the tego connector showed an air leakage. Harm was not reported as a consequence of this event.